Manufacturer narrative:
(B)(4). Device evaluation summary: one suture piece of product code 8805 was returned for analysis. The product code is double armed. During the visual inspection of the sample, the ends of the suture piece were observed cut appears to be by use of a surgical instrument; also, some damaged-on strand were noted. In addition, the needles were not returned for analysis. The manufacturing records couldn¿t be reviewed as the batch number is unknown. According to the sample condition it was suggest an improper handling of the sample. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a popliteal tibial bypass on (B)(6) 2019 and suture was used. During the procedure, the suture broke while tying knots. It it unknown how the procedure was completed. There were no adverse patient consequences reported. No additional information was provided.